Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/21/2014 with the following findings: the keypad was found to be torn around the down arrow button. The down arrow button was intermittently unresponsive. The contrast button was found to be unresponsive, which has no affect on insulin delivery function. All of the other keypad buttons responded appropriately. The keypad was removed and evidence of contamination was found under all of the key contacts. Evaluation also revealed a cracked battery compartment. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the down arrow was intermittently unresponsive and contamination was found under all of the button contacts. Evaluation also revealed that the battery compartment was cracked. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 03/21/2014.